Event description:
It was reported that the patient had issues with scar tissue. The patient underwent a procedure wherein the spinal cord stimulator leads were replaced, and the implantable pulse generator (ipg) was upgraded to a magnetic resonance imaging (MRI) compatible device. The explanted devices will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 20722969.

Event description:
It was reported that the patient had issues with scar tissue. The patient underwent a procedure wherein the spinal cord stimulator leads were replaced, and the implantable pulse generator (ipg) was upgraded to a magnetic resonance imaging (MRI) compatible device. The explanted devices will not be returned per facility policy. Additional information was received that the patient was doing well postoperatively. No device malfunction was suspected.